Manufacturer narrative:
Analysis confirmed normal battery depletion.

Event description:
It was reported that a patient that had been lost to follow up presented to the clinic and had an intrinsic heart rhythm. The pulse generator exhibited backup operation, intermittent telemetry and displayed an error message. The device was near eri and was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.